Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that during impella 5.5 support, the patient became dizzy and alerted medical staff. The patient then went into cardiac arrest and required cardiopulmonary resuscitation to achieve a return of spontaneous circulation. It was noted that the automated impella controller did not alarm for suction alarms which occurred just prior to the patient¿s cardiac arrest. Two days after this event, the patient expired. It was noted this was likely due to septic shock. There was no information available on the source of sepsis. This complaint involves one impella 5.5 pump (serial number (B)(6)) and one automated impella controller (serial number (B)(6)) this MDR specifically addresses automated impella controller, which is the subject of this report. A separate MDR will be submitted for the impella 5.5 associated with this complaint.